Event description:
Further follow-up revealed that the pt was explanted due to infection.

Event description:
Reportor indicated that the patient has an infection. Reporter also stated that the infection appears to be at the incision site, however, exploratory surgery may be performed. It was further reported that the infection was being treated with antibiotics and wound irrigation. To date, it is unknown if exploratory surgery or an explant has been performed. Physician states that further information will not be given to the manufacturer without the patient's consent. Review of manufacturing records for both the pulse generator and the bipolar lead revealed confirmation of sterilization. The cause of the infection is unknown at this time. This event is currently being investigated.

Event description:
Further follow-up revealed that the patient's infection has resolved. The cause of the infection was likely due to the implant surgery.

Event description:
Further follow-up revealed that the pt was explanted due to infection.